Event description:
It was reported that the surgeon inserted a cq2015 collamer three piece lens and the lens tore. The lens was removed within the same surgery with no pt injury, no enlarged incision or sutures. This is first of two lens used on this pt-see MFR. Report #2023826-2006-00930.

Manufacturer narrative:
Results - visual inspection of the returned product found the lens optic torn and one haptic torn off. There was evidence of clear surgical residue. Conclusions - based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.